Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinician narrative an impella cp was inserted via the right femoral artery in a 59-year-old male presenting with acute myocardial infarction complicated by cardiogenic shock (ami-cgs) with known coronary artery disease (cad). Prior to device insertion, the patient¿s lactate was 11.9, hemoglobin 10.2, hematocrit 32.0, and alt 103; baseline platelet count was not reported. The patient was categorized as scai stage e cardiogenic shock and underwent right coronary artery (rca) stent placement. The impella purge solution consisted of d5w. During the course of treatment, it was reported that the patient¿s platelet count decreased by greater than 50% following impella placement, and one unit of platelets was transfused. The patient was also reported to have gastrointestinal bleeding, although urine remained clear and yellow, and no systemic anticoagulation was being administered at the time. The reported patient experience included thrombocytopenia, major bleeding, hemostasis, and blood transfusion. These findings occurred in the setting of severe cardiogenic shock, acute myocardial infarction requiring coronary intervention, and critical illness, all of which are known to be associated with coagulopathy, thrombocytopenia, and bleeding complications, particularly in patients requiring large-bore arterial access and intensive supportive therapies. Subsequently, care was withdrawn and the patient expired. Based on the available information, the patient¿s clinical course occurred in the context of profound cardiogenic shock and multiorgan dysfunction, as reflected by the markedly elevated lactate at presentation. A comprehensive review of the information provided did not identify evidence suggesting the device contributed to the reported clinical outcome, and the events described are consistent with the severity of the presenting condition and known risks associated with critical illness and invasive cardiac interventions.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
Additional information has been provided upon request: "the cause of death was brain death. No, I¿m sorry the pump was not able to be returned, it was disposed of."

Manufacturer narrative:
Corrected information was provided in b2 (date of death). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.